Manufacturer narrative:
The device was not returned to olympus. Based on the results of the investigation, it is likely the device was broken due to handling.

Event description:
The customer contacted olympus to report the device had a broken handle / knob. The customer did not report any consequence or impact to the patient.